Event description:
The patient was reportedly experiencing loss of lock. External equipment was exchanged and programming changes were made, however, this did not resolve the issue. Revision surgery is under consideration.